Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The complaint was not verified. During inspection and testing, the device found no issue with cassette no attach or downstream occlusion. However, in an event history log, it showed multiple alarm messages of cassette not attached properly and the downstream occlusion sensor contained corrosion. Therefore, it was recommend to replace downstream occlusion sensor as preventive measure.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information received a smiths medical cadd solis vip 2120 pump alarmed cassette not attached and downstream occlusion . No patient adverse events occurred.